Manufacturer narrative:
(B)(4). The device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown. Reference (B)(4).

Event description:
Medtronic (covidien) received report that a patient experienced cerebral thromboembolism. Four days post-pipeline flex procedure. The patient received a pipeline flex implant to treat a saccular aneurysm in the left, ophthalmic internal carotid artery (ica). The procedure was uneventful. The patient was discharged one day post-procedure. Four days post-procedure, the patient was hospitalized with severe cerebral thromboembolism. The location of the thromboembolism was not provided. The patient is still hospitalized and the event is considered ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that post the uneventful pipeline embolization procedure, the patient has some right upper extremity drift and mild aphasia.